Manufacturer narrative:
A4: unk a5: unk a6: unk h11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens that was implanted upside down. There was no patient injury. The lens was explanted, the surgeon checked the lens and re-inserted the lens in the right orientation. Cause of event was reported as user error. Additional information has been requested but none has been forthcoming.